Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR#: 2134265-2011-00618, 2134265-2011-00619. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient was presented due to unstable angina (ccs classe3). Cardiac catheterization revealed 2 target lesions. The first was located in a bifurcated lesion in the mid left anterior descending artery with 75% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. This lesion was treated with pre-dilatation and placement of a 3.5x24mm taxus liberte stent. Post dilatation was performed with 0% residual stenosis. The second was located in the right coronary artery with 100% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. This lesion was treated with pre-dilatation and placement of overlapping a 3.0x32mm and 3.0x24mm taxus liberte stent. Post dilatation was performed with 0% residual stenosis. At 1 day post procedure, the patient had elevated cardiac enzymes consistent with a myocardial infarction (peak ck= 1589 u/l, uln = 200, peak ck-mb= 16.4 ng/ml). No action was taken and the patient was discharged the same day on aspirin and prasugrel.